Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was transplanted due to suspected thrombus.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.